Event description:
It was reported that the user experienced nocturnal hyperglycemia with a high alert and enabled ilet correction dosing, followed by two hypoglycemic episodes with documented glucose values of 60 mg/dl and 40 mg/dl, after which the user ingested approximately 15 grams of fast-acting carbohydrates and later stabilized to 117 mg/dl; no external insulin, alarms, or medical assistance occurred, and the user was later 171 mg/dl and doing well. Symptoms included hypoglycemia characterized by low blood glucose requiring oral carbohydrate treatment. Outcomes included transient loss of glycemic control without injury, disability, or need for healthcare utilization. Investigation included complaint handling, device history review, and user education and troubleshooting. Investigation of this case revealed no device malfunction reported and normalization of glucose after oral carbohydrate intake and continued device use. It was concluded that the event was consistent with hypoglycemia and hyperglycemia of unclear cause with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.